Event description:
Healthcare professional reported left side "pain in breasts for, with hardening, capsular contracture baker grade iii, and pain on palpation," ¿left breast with presence of complicated collection,¿ and ¿focal inflammation.¿ the device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, hardening, capsular contracture baker grade iii, seroma, local reaction.